Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "the clip applier was introduced in to the patient's abdomen for ligation of the cystic duct and artery. The artery was ligated first with no issues. Upon proceeding the ligate the cystic duct, there were 4 clips deployed. 2 clips did not close completely and were easily removed by the surgeon with a laparoscopic instrument. 2 more clips were deployed on the cystic duct with the same result of non closure. The clip would not close at the proximal end. A second device was introduced to finish the procedure. " patient status: "normal."